Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with myopotential oversensing. There was only one episode that showed the oversensing. Programming changes were recommended. No changes were made at this time since there was only one episode. The patient will continue to be monitored.